Event description:
It was reported that during operation, the patient interface had no stimulation response. The stim return did not show "0", indicating that current was being delivered. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed the reported fault of no stimulation response during pre-check. There were pins loosen in the patient interface box. Repaired the patient interface box by soldering the joint to the pcb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.